Event description:
As reported by the customer: young patient with small frame but carrying a little extra weight. Initial surgery for tumour in distal femur. Stanmore mets extra small (custom) implant used. Initial hinge fractured at almost exactly 9 months post op (no trauma). Revision hinge fractured again at almost exactly 9 months post op. Now revised to different implant altogether with rationale that perhaps implant too small to withstand forces required given patient weight and size of implant, below critical mass required for implant performance in this case.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a patient specific, distal femur tibial component was reported. The event was confirmed via photos of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. From the photographs provided there is evidence of the hinge on the device being cracked/fractured. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate device was manufactured and dispatched for delivery with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. From the photographs provided there is evidence of the hinge on the device being cracked/fractured. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, additional pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by the customer: young patient with small frame but carrying a little extra weight. Initial surgery for tumour in distal femur. Stanmore mets extra small (custom) implant used. Initial hinge fractured at almost exactly 9 months post op (no trauma). Revision hinge fractured again at almost exactly 9 months post operation now revised to different implant altogether with rationale that perhaps implant too small to withstand forces required given patient weight and size of implant, below critical mass required for implant performance in this case.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.